Event description:
Information was received indicating that the "spouse increased" the smiths medical cadd-legacy duodopa ambulatory infusion night pump with 0.1ml/h "on own initiative." It was unknown if the increased amount was within the parameters of the patient's prescribed dosage. It was reported that the correct programmed settings for the pump were: continuous dose 3.3ml/h. Per reporter the event was resolved and the dosages were "registered in hc." No adverse patient effects were reported. Concomitant medical products and therapy dates (excludes treatment of event) levodopa 100/25 27-jan-2020 oral, levodopa 100/25 1-jan-2011, metformine + glyclazide 1-jan-1990 oral, pantoprazol 1-jan-2018 oral, levothyroxide 1-jan-1990 oral, lercanidipine 1-jan-1990 oral, perinidopril 1-jan-2000 oral, ropinirol 1-jan-2012 oral, xarelto 1-jan-2000 oral, furosemide 1-jan-2000 oral, symvastatine 1-jan-2018 oral.